Manufacturer narrative:
Other, other text: d4 and g5 are unknown; no further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device stopped working and back up pump was not setting up, pump was asking for a pass code in the main menu where it says set up / load / history / beep/vibrate. The patient reported starting to experience shortness of breath and stated that body 'feels strange'. The patient was advised to go to the emergency room but the patient refused.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. No lserial number was provided; therefore, a history record review could not be conducted. B3 and h4 are unknown, a1 updated.